Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the customer was supposed to send the part for diagnostic purpose. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The issue was decided to be reported as the initial description might have underlying causes which represent a reportable event. There was no patient involvement. Unfortunately, neither the correct device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 11/10/2021. Corrected manufacture date: 11/01/2021. Previous usage of device: unknown. Corrected usage of device: reuse. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).